Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer¿s blood glucose level was unknown and current blood glucose was 375 mg/dl. The customer¿s blood glucose level was 400 mg/dl, 197 mg/dl, 140 mg/dl, 380 mg/dl, 110 mg/dl. The customer was treated with syringe. The customer had symptoms such as nausea. The customer does not allege pump was under delivering. The customer declined to continue troubleshooting for other possible causes of high blood glucose. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will be returned for analysis.